Event description:
The x-ray was not able to fluoro after the pt rec'd an injection.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.